Event description:
It was reported that the device detached. A watchman access system (was) was positioned and a 33 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After deployment, the device "self-released" and came off the core wire. The device landed in optimal position with proper seal and compression; therefore, the device was left in place. No adverse patient events were reported.